Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extremely painful'), endometrial ablation ('ablation') and tooth fracture ('front tooth chipped off / teeth spit in 2 up in the middle to the gum') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2014, the patient underwent endometrial ablation (seriousness criterion medically significant) and experienced immune system disorder ("immune system has gotten worse"). In 2016, the patient experienced herpes zoster ("shingles") and fatigue ("fatigue stayed since and nearly unbearable"). In 2017, the patient experienced butterfly rash ("malar rash on my face"). In 2018, the patient experienced tooth fracture (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy tomorrow and tooth implantation). At the time of the report, the pelvic pain, endometrial ablation, tooth fracture, herpes zoster, immune system disorder, fatigue, butterfly rash, migraine and headache outcome was unknown. The reporter provided no causality assessment for butterfly rash with essure. The reporter considered endometrial ablation, fatigue, headache, herpes zoster, immune system disorder, migraine, pelvic pain and tooth fracture to be related to essure. The reporter commented: due to patient was getting headaches and migraines the dentist told her to get checked for tmj or gritting her teeth. She was praying to get these essure out asap. Patient had pre-surgery x-ray. Concerning the injuries reported in this case, the following ones were reported via social media :endometrial ablation, fatigue, herpes zoster and immune system disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-apr-2020: social media received: event extremely painful. Added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extremely painful'), endometrial ablation ('ablation') and tooth fracture ('front tooth chipped off / teeth spit in 2 up in the middle to the gum') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2014, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and experienced immune system disorder ("immune system has gotten worse"). In 2016, the patient experienced herpes zoster ("shingles") and fatigue ("fatigue stayed since and nearly unbearable"). In 2017, the patient experienced butterfly rash ("malar rash on my face"). In 2018, the patient experienced tooth fracture (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy tommorow and tooth implatation). At the time of the report, the pelvic pain, endometrial ablation, tooth fracture, herpes zoster, immune system disorder, fatigue, butterfly rash, migraine and headache outcome was unknown. The reporter provided no causality assessment for butterfly rash with essure. The reporter considered endometrial ablation, fatigue, headache, herpes zoster, immune system disorder, migraine, pelvic pain and tooth fracture to be related to essure. The reporter commented: due to patient was getting headaches and migraines the dentist told her to get checked for tmj or gritting her teeth. She was praying to get these essure out asap. Patient had pre-surgery x-ray. Concerning the injuries reported in this case, the following ones were reported via social media :endometrial ablation, fatigue, herpes zoster and immune system disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('getting coil out /hysterectomy tomorrow'), endometrial ablation ('ablation') and tooth fracture ('front tooth chipped off / teeth spit in 2 up in the middle to the gum') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2014, the patient underwent endometrial ablation (seriousness criterion medically significant) and experienced immune system disorder ("immune system has gotten worse"). In 2016, the patient experienced herpes zoster ("shingles") and fatigue ("fatigue stayed since and nearly unbearable"). In 2017, the patient experienced butterfly rash ("malar rash on my face"). In 2018, the patient experienced tooth fracture (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy tomorrow and tooth implantation). Essure was removed. At the time of the report, the medical device removal, endometrial ablation, tooth fracture, herpes zoster, immune system disorder, fatigue, butterfly rash, migraine and headache outcome was unknown. The reporter provided no causality assessment for butterfly rash with essure. The reporter considered endometrial ablation, fatigue, headache, herpes zoster, immune system disorder, medical device removal, migraine and tooth fracture to be related to essure. The reporter commented: due to patient was getting headaches and migraines the dentist told her to get checked for tmj or gritting her teeth. She was praying to get these essure out asap. Patient had pre-surgery x-ray. Concerning the injuries reported in this case, the following ones were reported via social media :endometrial ablation, fatigue, herpes zoster and immune system disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up 1 and 2 processed together. New event has been added: and ¿butterfly rash¿. Onset date of the event ¿immune system has gotten worse¿ changed from 2016 to 2014. Reporter added. On 23-mar-2020: follow up 1 and 2 processed together. New events front tooth chipped off / teeth spit in 2 up in the middle to the gum, migraines, headaches were added. Reporter added. Case become incident , medical device removal added. (Surgery scheduled tomorrow). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.